Event description:
Additional information received reported an impedance check was done on (B)(6), and it was noted multiple programming changes were made over a 3-4 month period. No malfunctions with the patient¿s device were noted on the physician programmer at the last check; however there was variation according to the office notes regarding irregular impedances. The patient¿s physician chose to replace the patient¿s system on (B)(6), based on her symptom return and intermittent sensation post knee surgery. It was noted the patient was doing well at this time.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v918352, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) opted not to send the explanted device components back to the manufacturer for analysis as they felt no testing was needed and that the device had not malfunctioned. It was reported that the devices were destroyed by the hospital facility. The hcp questioned a possible migration of the lead but no further testing or x-rays were performed to confirm this issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
The aware date for the initial MDR has been updated to (B)(4) 2013.

Event description:
It was reported the patient had a knee surgery in (B)(6) 2013 on the same side as her implantable neurostimulator (ins) and immediately following surgery the patient had a return of symptoms. It was noted there were no power on resets (pors) associated with surgery. The patient could feel stimulation when the implant is turned on but it slowly went away. Prior to surgery the patient¿s symptoms were very well controlled. Since surgery the patient¿s healthcare provider (hcp) had reprogrammed the patient a few time but they had not found a setting/program that worked. It was noted the patient was feeling stimulation a little higher than she was supposed to and the manufacturer representative¿s opinion was the lead was not in the correct position. It was also noted the patient did have some abnormal impedances. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3889-28, lot# v918352, explanted: (B)(6) 2013, product type: lead.